Event description:
The customer contacted stryker to report that their device internal paddles have failed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Correction: section b5 of the initial medwatch report indicates: the customer contacted stryker to report that their device internal paddles have failed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event. Section b5 of the initial medwatch report should indicate: upon review of the reported complaint information, the issue is not likely to manifest itself in a hazard or function in a manner that would compromise patient safety. Cosmetic damage to the handle but there was no confirmation of a failure to the critical functionality of the device. The initial report was submitted in error.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device internal paddles have failed. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.